Event description:
The surgeon was performing an l5-s1 total disc replacement using prodisc-l on (B)(6) 2013. The surgeon attempted to insert the prodisc-l poly insert into the inferior end plate while using the applicable inserter, distractor fork, and inlay pusher instrument. However, the poly insert would not fully seat and lock into the inferior end plate. The surgeon tried to seat the poly, but the poly would not advance into the proper place. The poly was approximately 50% of the way into the end plate, but after several attempts, the poly would not lock in as it should. The surgeon removed the poly and the inferior and superior endplates using the inserter with no difficulty. The surgeon was able to easily lock the poly insert into the inferior endplate by hand outside the patient. The surgeon then inserted the pdl implant en bloc (inferior endplate, superior endplate and poly insert) using the inserter into the patient without any problem. X-rays confirmed ideal placement both on the lateral and ap images. The surgeon was satisfied with final placement. The surgery was delayed approximately 5 minutes. The surgeon felt there was no direct harm to the patient, and was pleased with the final result. Patient's outcome following the surgery was reportedly good. This is 2 of 6 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was conducted. A visual examination of the parts was conducted. Parts pdl422 and pdl432 were unremarkable with the noted exception of an inscribed ¿e¿ manually etched into the shafts of both parts. Both of these parts were found to be in near pristine condition. Part pdl402 was examined visually and a slight bow to the shaft was noted and estimated to be 0.3mm toward the end of the locking arm side. Both pins at the end of the inferior inserter arms were observed to be bent outwardly. Both end pins of the superior inserter arm were found to be bent towards the inferior stopped arm side. The part was examined under the gauged microscope in the synthes calibration lab. The inferior stopped arm pin was found to have a flare of 0.026mm outward and an inward flare of 0.007mm with a displacement off normal axis of 0.007mm toward the outside. The inferior non-stopped arm pin was found to have a flare of 0.076mm outward and an inward flare of 0.017mm with a displacement off normal axis of 0.007mm toward the outside. The superior arm pin on the stopped arm side was found to have a flare of 0.064mm inward and an outward flare of 0.117mm. The superior arm pin on the non-stopped arm side was found to have a flare of 0.061mm outward and an inward flare of 0.067mm. The distance between the inferior arm pin tips was measured to be 23.6mm center to center. All part drawings were reviewed for conformancy. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The raw material corresponds to specifications. The hardness was measured at the time of the manufacturing and was found to be within acceptable limits. Heat treating was confirmed to be performed to es0052. The dimensions, materials, and finishing processes are appropriate for a robust inserter, distractor, and inlay pusher at the time of manufacture. The distance between the prodisc inferior plate (part # pdl-m-ip00s) holes for the inferior arm pin tips was specified on drawing pdl-m-ip00s-1 to be 30.0mm +0.07mm center to center. A careful review of the drawing set was performed to locate the specified free standing distance between the inferior arm pins but the information could not be located. The inferior arms are designed to rotate about the axis of the locking pins and the rotation and locking actions would be assumed to cause an amplified pin-to pin distance change during different rotation cycles. Without an established specification for the distance coupled with the lack of known rotation cycles of the part, this creates an unknown in the determination of normal use wear. An inconsistency was noted as the measured free standing distance for the pins to fit the holes was measured to be 23.6mm tip center to tip center. The range difference between the specified distance for the holes (specified plus error) and the measured pin distance was calculated to be 6.4mm to 6.47mm. This distance is considered substantial enough to support the observed complaint condition due to pinching of the end pins within the insert. A root cause analysis of earlier similar complaints determined that the original material such as the material used to fabricate part pld402 in nov 2005 was insufficient for strength and weldment characteristics. The insufficient weldment and pin strength was determined to be the root cause of the end pins of the inserter to bend off axis during normal use. This misalignment was consistent with the complaint condition ¿does not fit with other parts¿ when the part was used to attach the polyethylene inlay during the surgical procedure. An inspection of the inserter reveals that this complaint occurred as a result of misuse of the pins with the weldment strength.